Event description:
Healthcare professional reported approximately 2 weeks after injection with 2 syringes of juvederm ultra plus xc in the oral commissures, "nasolabials", right lateral cheek line, and upper lip the pt developed a "little bump on left and right side of the face, and it was more pronounced on the left", which "felt like a pimple". The pt "kept poking it". Additionally, the pt has a "swelling, puffy look", facial pain, and "two very large kidney bean sized bumps on the lower part of the corners of the mouth" which are "very heard". Pt was treated with prednisone and warm compresses; pt also took "over the counter medications" before being prescribed treatment. The healthcare professional initially reported these medications were given to hasten resolution of symptoms. The pt continued to pick at their face, which per the healthcare professional, "may be a contributing factor to the patient's symptoms and the events may not be related to the juvederm injections". Etiology has not be determined. Follow up info provided by the healthcare professional noted approximately one month after initial treatment was prescribed, the pt was treated with vitrase injections; two weeks later symptoms resolved and the pt noted it "all deflated".

Manufacturer narrative:
The events of bump which "felt like a pimple" and were "very hard", a "swelling, puffy look," and "facial pain," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.